Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient arrived at the emergency department with stroke like symptoms. Ctoh noted acute ich in the right cerebral hemisphere, associated mass effect and edema. A 2-3 mm leftward subfalcine shift was noted on imaging. The patient declined as time progressed. The pump was working as intended at the time of death and the death was noted to not be pump related. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired due to spontaneous intraparenchymal hemorrhage.